Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 900 mg/dl and a "heart attack"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available due to a non-tandem sensor issue and customer found it difficult to manage their diabetes without this reading. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 17 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.